Event description:
It was reported that a patient underwent a revision surgery to address a migrated mantis redux blocker (noticed via a CT scan) approximately 11 days after implantation.

Manufacturer narrative:
H6 coding has been updated to reflect device evaluation and investigation conclusion.

Event description:
It was reported that a patient underwent a revision surgery to address a migrated mantis redux blocker (noticed via a CT scan) approximately 11 days after implantation.